Event description:
Caller tested 5.2 inr on the coaguchek xs system while a comparison made on professional meter returned as 3.0 inr. No actions taken based on meter result. No adverse event reported. Requested return of suspect system.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Caller tested 5.2 inr on the coaguchek xs system while a comparison made on professional meter returned as 3.0 inr. No actions taken based on meter result. No adverse event reported. Requested return of suspect system.

Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Caller tested 5.2 inr on the coaguchek xs system while a comparison made on professional meter returned as 3.0 inr. No actions taken based on meter result. No adverse event reported. Requested return of suspect system.